Manufacturer narrative:
Unpublished manuscript: outcomes of directional branches using self-expandable or balloon-expandable stent-grafts during endovascular repair of thoracoabdominal aortic aneurysms; authors emanuel r. Tenorio md phd, jussi m. Kärkkäinen md phd, bernardo c. Mendes md, randall r.demartino md, thanila a. Macedo md, alisa diderrich rn, jan hofer rn and gustavo s. Oderich md. More information, including patient information and device lot number, were requested. Reported patient data is based on mean age and percentage. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
Reviewed was an unpublished manuscript, outcomes of directional branches using self-expandable or balloon-expandable stentgrafts during endovascular repair of thoracoabdominal aortic aneurysms. From 2014 to 2018, a prospective, single-center cohort study was conducted to evaluate outcomes of directional branches using self-expandable stent grafts (sesg) or balloon-expandable stent-grafts (besg) during fenestrated-branched endovascular aortic repair (f-bevar) of thoracoabdominal aortic aneurysms (taaas). A total of 335 renal-mesenteric arteries were targeted by directional branches using sesg (fluency bard or gore® viabahn® endoprosthesis) in 176 arteries (62 patients) and in 159 arteries (54 patients) received besgs (gore® viabahn® vbx balloon expandable endoprosthesis). Ten patients had vessels targeted by combinations of both types of stents. The study had 77 males and 49 females; mean age 73±8 years). Technical success was achieved in all patients except one with one 30-day mortality. The one patient was treated for extent ii taaa using besg and died from presumed stroke on postoperative day 23. A pre-dismissal cta (computed tomography angiography) showed widely patent branches and no complications. There were no aortic or branch related deaths during the study. One occlusion was reported for gore® viabahn® vbx balloon expandable endoprosthesis that was implanted in mesenteric artery.